Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon opened the femoral component packaging, the inner plastic tubs were cracked and the surgeon could not use the device. There was no visible damage to the outer packaging. The surgery was completed using a standard femoral component. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Visual evaluation of the provided photos identified that the outer sterile blister is cracked, one edge of corrugated carton is crushed, and end flap of corrugated carton is torn. Sterility has been breached. The DHR was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.